Event description:
The customer reported that while the iabp was in use on a pt, the iabp failed to alarm: "check iab catheter" alarm or "autofill failure" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer elected not to have the iabp evaluated by the company service rep and they returned it to use. They have not experienced any further issues with the iabp. We are following up with the customer for an opportunity to evaluate the iabp. A supplemental medwatch report will be submitted if additional information becomes available.